Event description:
During routine testing at a service center, the red light on the battery module was flashing. There were no reported adverse consequences to the pt, as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.